Manufacturer narrative:
The used company iii (d) cartridge was returned. Inadequate viscoelastic is observed in the cartridge. The cartridge has evidence is was placed into a handpiece. The cartridge is not cracked. No cartridge damage is observed. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The associated products indicated are qualified. The company iii (d) cartridge was returned and no damage was observed. The tip is not cracked. The reported "lens stuck" could not be verified because the lens was returned in the lens case. The root cause for the reported "lens stuck" is not related to a cracked cartridge as the returned cartridge has no damage. The root cause for the reported "lens stuck" may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information provided stating the device did not touch the patient. The surgery was completed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the cartridge cracked and the lens remained stuck in the device. Additional information has been requested.